Event description:
Sales rep reported: the unit is heating up during procedures and occasionally cuts out both ECG rythyms.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of intermittent ECG readings was confirmed. The root cause of the failure was identified as a damaged pcb component. No other functionality issues with the equipment were found during evaluation/servicing. A history review of serial number (B)(6) showed no other similar complaint(s) from this serial number.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number asctl084 showed no other similar complaint(s) from this serial number.

Event description:
Sales rep reported: the unit is heating up during procedures and occasionally cuts out both ECG rythyms.